Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem, however noted vent inop occurrences in the ventilator's diagnostic log history due to o2 motor and air source faults. The service technician replaced the main pcb board, o2 and air motor controllers to correct the finding. Performance verification testing was completed and tests passed to operating specifications.